Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance in bipolar and unipolar configurations. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had low impedance in bipolar and unipolar configurations. It was also reported that the impedance in bipolar was trending downward. The decision was made to keep the original rv lead settings. The rv lead remains in use. No patient complications have been reported as a result of this event.